Manufacturer narrative:
Sc-3138-55 sn (B)(4). Device evaluation indicated that the device passed all tests performed. The complaint was not verified. The lead passed all tests including visual/x-ray, impedance, diameter, and electrode pitch tests. Device exhibits normal device characteristics.

Event description:
A report was received that during a revision, a lead tail had missing contacts. It came off the lead and it was sheered. It was unsure if it came off and was sheered from the old ipg or the extension. The lead tail that was sheered was left unplugged from the new ipg inside the patient's body. The physician was unsure where the two contacts were located. The patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2138-50 serial/lot#: (B)(4) description: scs 50cm iii lead model#: sc-3138-55 serial/lot#: (B)(4) description: scs phiii ext 55cm.

Event description:
A report was received that during a revision, a lead tail had missing contacts. It came off the lead and it was sheered. It was unsure if it came off and was sheered from the old ipg or the extension. The lead tail that was sheered was left unplugged from the new ipg inside the patient's body. The physician was unsure where the two contacts were located. The patient was reportedly doing well.